Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device is not switching on. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl + defibrillator (model #861290) and will be reported in the united states under device model #861290. There was no report of patient involvement.